Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose level was 280 mg/dl. At the time of the report with tandem technical support, the customer did not have an alternate method of insulin therapy and reportedly contacted their endocrinologist for instructions after the call. Customer declined further follow up from tandem technical support to determine if an alternate therapy method was obtained.